Event description:
During an atrial fibrillation pfa procedure, obstruction issues resulted in a procedural delay. The catheter was inserted into the sheath, but it was not possible to aspirate blood. An attempt was made with a syringe of 50 ml and 20 ml but it was not possible to aspirate blood. The sheath was replaced but the issue persisted. The catheter was replaced and the issue was resolved. The procedure was completed with no adverse patient consequences.